Event description:
Customer reported that a patient sample tested on the galileo produced an abo result of ab negative. Another facility had received a manual result of ab positive.

Manufacturer narrative:
Aborh testing was performed with in-house donor samples of known abo/rh types using retention anti-d series 4, lot 504710, and anti-d series 5, lot 505549, on an in-house galileo. These lots were used by the customer at the time of the event. No rh discrepancies were observed. The customer's returned sample exhibited 4+ hemolysis. Hemagglutination tube testing was performed with customer's returned sample using a variety of manufacturers' anti-d reagents, including retention anti-d series 4, lot 504710, and anti-d series 5, lot 505549. Sample exhibited moderate to strong (2+s to 3+) reactivity at is, and negative to very weak reactivity at 15'37, and iat with anti-d (monoclonal blend), lot 506005 x. Sample was nonreactive with all other anti-d reagents at all phases.